Event description:
The customer reported that he had dinner and bolus, but he felt sick during night. The blood glucose reading in the first morning hours was 316mg/dl. The caller attempted to run a manual prime and the insulin did exit. Troubleshooting was performed. The customer stated that the device was not delivering a bolus or basal rates, and it was not alarming no delivery. The customer experienced excessive urination and nausea. The bolus wizard settings, bolus history, and programming appear consistent. Reviewed the alarm history and found low reservoir alarms. Assisted the caller to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.